Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There was no available repair history for this device. The failure of the circuit board and the worn out video connector latch was possibly caused by aging deterioration from daily use.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was sent out to the service center by the customer for preventative maintenance and an issue mentioned down so there would be something on paper. Nothing occurred, no patient involvement. There was no event; customer does not remember when the decision was made to send the device in for repair.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device had loss of image when the pigtail was wiggled. This is attributed to the worn out video connector latch. The device also had damaged serial digital interface sdi 2 connector on circuit board causing no sdi 2 out signals. In addition, there was heavy corrosion on top cover and bottom chassis. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had image quality issues. There is no harm reported to any patient. The device was sent in for repair, at which time, the device was observed to experience loss of image when the pigtail was wiggled. The device also had damaged serial digital interface sdi 2 connector on circuit board causing no sdi 2 out signals. This medwatch is being submitted for the reportable issue of no image.